Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video laparoscope exhibited: the fiber bonding in the outer tube area at the distal end was damaged, the charged coupled device was broken and therefore the image was green. There was no patient involvement.